Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /uncontrollable, dull pain with occasional sharp pain"), bladder prolapse ("post hysterectomy prolapse of my bladder"), adenomyosis ("adenomyosis"), uterine leiomyoma ("large fibroids") and urticaria chronic ("chronic hives / chronic severe hives") in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((03-may-1987 and 09-nov-1991)), miscarriage in 1980 and birth control pill from 2007 to august 2011. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) with uterine enlargement, inflammation ("severe inflammatory response"), weight increased ("weight gain"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("sensitivity issues that flare up") and treatment noncompliance ("she did not use birth control at time following her essure placement procedure"). The patient was treated with ibuprofen, antihistamines, surgery (robotic hysterectomy and heating pad), surgery (bladder repair surgery on 06-jul-2017), surgery and surgery. Essure was removed on (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals, hypersensitivity and treatment noncompliance outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency and the last episode of feeling abnormal had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, treatment noncompliance, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On 26-jan-2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 29-oct-2015. The most recent information was received on 30-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain') and bladder prolapse ('post hysterectomy prolapse of my bladder') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 (((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic ("chronic hives / chronic severe hives"), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis ("adenomyosis\ enlarged uterus could be adenomyosis"), inflammation ("severe inflammatory response\severe chronic inflamation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel") and hypersensitivity ("sensitivity issues that flare up") and was found to have uterine leiomyoma ("large fibroids\ enlarged uterus could be adenomyosis") with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals and hypersensitivity outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency and the last episode of feeling abnormal had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain'), bladder prolapse ('post hysterectomy prolapse of my bladder'), adenomyosis ('adenomyosis\ enlarged uterus could be adenomyosis'), uterine leiomyoma ('large fibroids\ enlarged uterus could be adenomyosis') and urticaria chronic ('chronic hives / chronic severe hives') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 ((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), inflammation ("severe inflammatory response\severe chronic inflammation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel") and hypersensitivity ("sensitivity issues that flare up") and was found to have uterine leiomyoma (seriousness criterion medically significant) with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals and hypersensitivity outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency and the last episode of feeling abnormal had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: all information like reporters, source document, events and reference section from deletion case: (B)(4) was added to this case. Event clubbed: burning hot joint pain / primarily in hips and knees pain/arthralgia. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2256) on 29-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain') and bladder prolapse ('post hysterectomy prolapse of my bladder') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 (((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic ("chronic hives / chronic severe hives"), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis ("adenomyosis\ enlarged uterus could be adenomyosis"), inflammation ("severe inflammatory response\severe chronic inflamation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("sensitivity issues that flare up"), breast mass ("lump on breast/dense tissue"), pruritus ("itchy") and asthenia ("no energy for 2 years") and was found to have uterine leiomyoma ("large fibroids\ enlarged uterus could be adenomyosis") with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals, hypersensitivity and breast mass outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency, the last episode of feeling abnormal, pruritus and asthenia had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, bladder prolapse, breast mass, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, pruritus, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07 concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: itchy, concerning the injuries reported in this case, the following one/ones were reported via social media: asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu22+ fu23+fu24+fu25 processed together. Social media report: reporter information and new event asthenia added. Essure insertion date updated. On 20-mar-2020: fu22+ fu23+fu24+fu25 processed together on 20-mar-2020: fu22+ fu23+fu24+fu25 processed together on 23-mar-2020: fu22+ fu23+fu24+fu25 processed together. On 23-mar-2020: social media content received: reporter added. Fu 22, 23, 24, 25 and 26 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 29-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain') and bladder prolapse ('post hysterectomy prolapse of my bladder') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 (((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic ("chronic hives / chronic severe hives"), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis ("adenomyosis\ enlarged uterus could be adenomyosis"), inflammation ("severe inflammatory response\severe chronic inflamation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("sensitivity issues that flare up") and breast mass ("lump on breast/dense tissue") and was found to have uterine leiomyoma ("large fibroids\ enlarged uterus could be adenomyosis") with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals, hypersensitivity and breast mass outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency and the last episode of feeling abnormal had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, breast mass, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Lot number: 761439 manufacturing date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- lump on breast/dense tissue and reporter information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain'), bladder prolapse ('post hysterectomy prolapse of my bladder'), adenomyosis ('adenomyosis\ enlarged uterus could be adenomyosis'), uterine leiomyoma ('large fibroids\ enlarged uterus could be adenomyosis') and urticaria chronic ('chronic hives / chronic severe hives') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 (((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), inflammation ("severe inflammatory response\severe chronic inflammation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel") and hypersensitivity ("sensitivity issues that flare up") and was found to have uterine leiomyoma (seriousness criterion medically significant) with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals and hypersensitivity outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency and the last episode of feeling abnormal had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: all information like reporters, source document, events and reference section from deletion case: (B)(4)was added to this case. Event clubbed: burning hot joint pain / primarily in hips and knees pain/arthralgia. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /uncontrollable, dull pain with occasional sharp pain') and bladder prolapse ('post hysterectomy prolapse of my bladder') in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's medical history included birth control pill from 2007 to (B)(6) 2011, miscarriage in 1980, multigravida and parity 2 ((B)(6) 1987 and (B)(6) 1991)). Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). In (B)(6) 2012, the patient experienced arthralgia ("burning hot joint pain / primarily in hips and knees pain/arthralgia ") and plantar fasciitis ("plantar fasciitis"). In (B)(6) 2012, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), urticaria chronic ("chronic hives / chronic severe hives"), fatigue ("severe fatigue") and micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog") and the second episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced adenomyosis ("adenomyosis\ enlarged uterus could be adenomyosis"), inflammation ("severe inflammatory response\severe chronic inflamation"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("sensitivity issues that flare up"), breast mass ("lump on breast/dense tissue") and pruritus ("itchy") and was found to have uterine leiomyoma ("large fibroids\ enlarged uterus could be adenomyosis") with uterine enlargement and weight increased ("weight gain"). The patient was treated with antihistamines, ibuprofen, recommended orthotic inserts for shoes and surgery (bladder repair surgery on (B)(6) 2017 and robotic hysterectomy and heating pad). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals, hypersensitivity and breast mass outcome was unknown and the inflammation, fatigue, weight increased, plantar fasciitis, micturition urgency, the last episode of feeling abnormal and pruritus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, breast mass, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, pruritus, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes appear occluded. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Lot number: 761439 manufacturing date: 2010-07 expiration date: 2013-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: itchy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: itchy were added.fu 20 and 21 processed together. On 20-mar-2020: social media received. Reporter's information added. Fu 20 and 21 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /uncontrollable, dull pain with occasional sharp pain"), bladder prolapse ("post hysterectomy prolapse of my bladder"), adenomyosis ("adenomyosis"), uterine leiomyoma ("large fibroids") and urticaria chronic ("chronic hives / chronic severe hives") in an adult female patient who had essure (batch no. 761439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1987 and (B)(6) 1991), miscarriage in 1980 and birth control pill from 2007 to (B)(4) 2011. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("burning hot joint pain / primarily in hips and knees pain"). In (B)(6) 2012, the patient experienced plantar fasciitis ("plantar fasciitis"). In july 2012, the patient experienced micturition urgency ("bladder issues including pressure and urgency"). In (B)(6) 2013, the patient experienced urticaria chronic (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of feeling abnormal ("brain fog"). On an unknown date, the patient experienced bladder prolapse (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), uterine leiomyoma (seriousness criterion medically significant) with uterine enlargement, inflammation ("severe inflammatory response"), fatigue ("severe fatigue"), weight increased ("weight gain"), the second episode of feeling abnormal ("brain fog"), pain in extremity ("foot pain / legs pain"), immune system disorder ("immune system sensitivity"), neck pain ("neck pain"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("sensitivity issues that flare up") and treatment noncompliance ("she did not use birth control at time following her essure placement procedure"). The patient was treated with ibuprofen, antihistamines, surgery (robotic hysterectomy and heating pad), surgery (bladder repair surgery on (B)(6) 2017), surgery and surgery. Essure was removed on (B)(6) 2014. In (B)(6) 2014, the urticaria chronic and arthralgia had resolved. At the time of the report, the pelvic pain, bladder prolapse, adenomyosis, uterine leiomyoma, pain in extremity, immune system disorder, neck pain, allergy to metals, hypersensitivity and treatment noncompliance outcome was unknown and the inflammation, fatigue, weight increased, the last episode of feeling abnormal, plantar fasciitis and micturition urgency had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, bladder prolapse, fatigue, hypersensitivity, immune system disorder, inflammation, micturition urgency, neck pain, pain in extremity, pelvic pain, plantar fasciitis, treatment noncompliance, urticaria chronic, uterine leiomyoma, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. On (B)(6) 2012, physician stated that one of her tubes was very irregular so it took longer to place the essure device due to the curves in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. She underwent an hysterosalpingogram test to confirm essure placement. She also had allergy test done after the essure removal to determine if she had nickel allergy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information, there is no reason to suspect a causal relationship between reported medical events and quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received - case upgraded as incident. New events, "bladder issues including pressure and urgency, brain fog, immune system sensitivity, foot pain / legs pain, neck pain, hypersensitivity reaction to nickel, sensitivity issues that flare up and she did not use birth control at time following her essure placement procedure" were added. Lot number was added. Product implant and explant date was updated. Surgical treatment was added for the event pelvic pain. New reporter and aka name was added. Historical and concomitant conditions and medication was added. Treatment drug was added. Lab data was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.